Manufacturer narrative:
The customer reported that he cannot hear any sound from the rns (remote network system or remote monitoring system). While on the phone with nihon kohden, the customer tried power cycling, reinstalling the driver, and reinstalling the ports. The customer was then asked to try to hear the sound through an external speaker. Customer was told to call in if that did not work and a repair/exchange would be provided. No other information is available at this time. The device involved in this event has not been returned to date to allow for an evaluation / analysis to be performed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that he cannot hear any sound from the rns (remote network system or remote monitoring system). While on the phone with nihon kohden, the customer tried power cycling, reinstalling the driver, and reinstalling the ports. The customer was then asked to try to hear the sound through an external speaker. Customer was told to call in if that did not work and a repair/exchange would be provided. No other information is available at this time.

Manufacturer narrative:
Manufacturer narrative: the customer reported that he cannot hear any sound from the rns (remote network system or remote monitoring system). While on the phone with nihon kohden, the customer tried power cycling, reinstalling the driver, and reinstalling the ports. The customer was then asked to try to hear the sound through an external speaker. Customer was told to call in if that did not work and a repair/exchange would be provided. The device involved in this event was not returned to allow for an evaluation/ analysis to be performed. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.